Event description:
It was reported that asymptomatic patient presented to the clinic for routine follow-up. High capture thresholds were observed. An insulation abrasion was noted via fluoroscopy. The physician elected to increase the ventricular output voltage. The lead will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.